Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report the tape from the island dressing irritates her skin when she uses it. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).